Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer administered extra boluses, and their blood glucose dropped. The customer's bg value displayed as 'low' on the continuous glucose monitor (cgm). Customer consumed carbohydrates to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.